Manufacturer narrative:
B5: it was further reported that the procedure was completed successfully and there were no medical interventions. H6: the quality investigation is complete.

Event description:
It was further reported that the procedure was completed successfully and there were no medical interventions.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that bearing grease was coming out of the attachment during a procedure. It was also reported that there were no adverse events and no surgical delay. No further information available at this time.